Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of handle detached/separated and the stent damage. Block h11: an axios stent with electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed, and the delivery system slider slightly separated on front (where lock is located) with no sheath damage observed. Functional inspection was performed. The catheter was unlocked by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved to the fourth position. The stent was deployed, and no issues were noted. Two stent wires in the saddle region were observed to have a sharp outward bend. The deformation is located externally and does not extend into the saddle lumen. Product analysis confirmed the reported event of stent failure to deploy. Since the stent was returned partially deployed, the investigation concluded that the additional observed damages were most likely caused during transport or storage, and because the damage is found on the distal flange of the stent, the detached slider could have caused this. Stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Therefore, taking all available information into consideration, the investigation concluded that the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted into the pancreas to drain a pancreatic cyst during a procedure performed on (B)(6) 2025. During the procedure, the stent was not able to be deployed. The stent was replaced with another of the same device, and the procedure was completed. There were no patient complications reported as a result of this event. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the handle was detached/separated and the stent damaged. Please see h11 for the full investigation details.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted into the pancreas to drain a pancreatic cyst during a procedure performed on (B)(6) 2025. During the procedure, the stent was not able to be deployed. The stent was replaced with another of the same device, and the procedure was completed. There were no patient complications reported as a result of this event. Note: this complaint has been deemed reportable event based on the investigation result which revealed that the handle was detached/separated and the stent damaged. Please see device analysis results for the full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of handle detached/separated and the stent damage. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: an axios stent with electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed, and the delivery system slider slightly separated on front (where lock is located) with no sheath damage observed. Functional inspection was performed. The catheter was unlocked by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved to the fourth position. The stent was deployed, and no issues were noted. Two stent wires in the saddle region were observed to have a sharp outward bend. The deformation is located externally and does not extend into the saddle lumen. Product analysis confirmed the reported event of stent failure to deploy. Since the stent was returned partially deployed, the investigation concluded that the additional observed damages were most likely caused during transport or storage, and because the damage is found on the distal flange of the stent, the detached slider could have caused this. Stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Therefore, taking all available information into consideration, the investigation concluded that the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The axios stent and electrocautery enhanced delivery system was included in an affected batch listed in the letter to materials managers/health care professionals associated with 97507023-fa. Boston scientific initiated a corrective and preventative action (CAPA) investigation to further analyze an increase in axios stent and electrocautery enhanced delivery system complaints associated with stent deployment and expansion issues. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.